Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating when you recline the chair, the bolt is loose & cane is not attached on the top bolt hole.